Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was gas leakage in a reducer cap; it was difficult to keep the patient insufflated. It is unclear how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged duckbill. The analysis results found that the (B)(4) device was received with the duckbill seal open at the slit. As a result, it would not open and close as intended during functional testing. A leak test was performed and the device was noted to leak during insertion and removal of the test probe. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The final quality release criteria were met before this batch was released for distribution.